Event description:
Smiths medical foreign counrty has informed us of an event of leakage through the inflation line after in use for fifteen days. The product was tested before use per the instructions for use and orally inserted. On the day before the incident, a fixing tape was replaced. The tube was replaced with another new one. No adverse outcome reported. Event occurred at the hospital - foreign country.